Event description:
My wife, (B)(6), woke up the morning of (B)(6) 2024 and said she felt weird. I informed her I had to run some errands but had my cell phone with me if she needed me. I was gone for a couple of hours but when I returned, she was on the bathroom floor, unconscious, not breathing. I called 911 and started CPR(cardiopulmonary resuscitation). She was an lvad(left ventricular assist device) recipient and was still recovering at home at four months post-surgery. She had the implantation surgery in (B)(6) 2023.